Manufacturer narrative:
(B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after two days post implantation of lens model, zxr00v multifocal iol (intraocular lens) the patient's visual acuity in his right eye (od)was gradually decreasing from corrected visual acuity of 1.2 (2-days postop) to 0.8 (1-week postop) and 0.5 (1-month postop). Since patient's od eyesight was not stable, an optiblue lens was implanted in the left eye (os) on (B)(6) 2019. Patient's visual acuity os was reportedly satisfactory. The results of oct (optical coherence tomography), flicker and erg (electrinoretinogram) were also normal. Further information provided that patient's visual acuity od on (B)(6) 2019 was 0.4. It was also commented that patient was experiencing hazy look and the od seemed similar to the image with contrast sensitivity degradation using the flip board. As a result, the doctor decided to change the suspected lens with optiblue lens. Reportedly, iol was explanted on (B)(6) 2019. It was also noted that keratella eye developed strongly. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in complaints history revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported complaint could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.